Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms that resulted in a lead safety switch (lss) to the unipolar configuration. Prior to the lss, there was noise and oversensing noted on the rv lead due to electromagnetic interference (emi). This product remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to update evaluation coding.